Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittently unresponsive button issue. The "ok" button became intermittently unresponsive beginning six months prior to the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2013 with the following findings: it was observed that the keypad was torn. The contrast button was intermittently responsive, while the rest of the buttons on the keypad responded properly. Contamination was found under the contrast button when the keypad was removed. Unrelated to the keypad complaint, the text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Also unrelated, there was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.